Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient receiving baclofen (unknown concentration at an old dose of 750 mcg/day and a new dose of 190 mcg/ml) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient's pump was protruding and uncomfortable and "caused a second surgery." No other information was provided. The event date was unknown. No further complications were reported.